Event description:
It was reported that a pin had broken off of the hard paddles assembly and was stuck inside the therapy connector. In this condition, the hard paddles assembly would be unable to provide therapy to a patient, if needed. It is unknown how the pin had broken off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they are replacing the therapy connector assembly to resolve the reported failure. The customer also advised that they have a replacement hard paddles assembly. The device will not be returned to physio-control for evaluation.